Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). During deployment of the closure device, the was became kinked. The procedure was aborted due to the complex morphology of the laa. No patient complications were reported.

Manufacturer narrative:
Device analysis the returned device consisted of a watchman access system (was) without the dilator. The hub, sheath, and device tip were visually and microscopically inspected. Kinks were identified in the sheath 43cm and 46cm proximal of the device tip. No other device damage was identified. Product analysis confirmed the reported device kink as the sheath of the was was kinked.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). During deployment of the closure device, the was became kinked. The procedure was aborted due to the complex morphology of the laa. No patient complications were reported.